Manufacturer narrative:
Method - device not returned, follow up with representative.

Event description:
It was reported that a (B)(6) patient underwent a kyphoplasty procedure on level l1. A cement extravasation in the lateral right side to level l1 was noted. There were no patient complications. No add'l into was reported.